Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 65 mg/dl and high blood glucose levels of 400 mg/dl. The customer had not reported the symptoms. The customer was treated lows with gatorade. Customer¿s blood glucose level was 395 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports drive support cap was normal (slightly indented). Customer assisted to perform self test and displacement test and the test were passed. Customer stated about no delivery alarm. Troubleshooting was performed and customer reports event was resolved by changing complete set (inf and res). The product was not returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime/compromised force sensor system and excessive no delivery test. No unexpected no delivery alarm noted. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.